Event description:
It was reported during a permanent implant procedure on (B)(6) 2019, the patient's lead model 3228 was found to have already been removed from the patient (reason and explant date unknown).